Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported via social media two false negative result with the binax now covid-19 antigen self-test otc 2 test pack performed on an unknown date this MFR. Report addresses 1 of 2 test results. The customer reported a false negative result with the binaxnow covid-19 antigen self-test otc assay performed on a direct tested nasal kitted swab. Confirmation testing was performed at a healthcare providers the next day, on an unknown sample and generated a positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.